Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issue with infusion set and insulin was not coming out of the tubing on (B)(6) 2026. The infusion set was in use for four hours. The blood glucose (bg) was high around 485 mg/dl and treated it with correction injection via multiple daily injection (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.